Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2003, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
It was reported that the lead was replaced due to lead migration and erosion. It was noted that the procedure went fine and the implanted pulse generator was left but was re-anchored.